Manufacturer narrative:
(B)(4). Results of investigation: a field service representative is able to verify the customer's reported issue. Performed patient calibration and performance check on oscillator. Circuit was replaced since oscillator was unable to pressurized. After replacement it is able to pressurized to performed patient calibration and performance check. Found zero/span alarm board pressure out of range. Also, adjusted zero/span with flow analyzer. Found leak in red tubing line dump cap. Replaced the dump cap to performed patient calibration and performance check. Oscillator was able to pressurize and passed both test. Verified that the device passed all testing and met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the 3100a ventilator will not hold pressure. There is unknown patient involvement on the event.